Event description:
It was reported that during a medical procedure involving the use of a sheath, a septal defect occurred following the removal of the sheath. Additionally, the patient experienced hypotension after an attempt was made to insert the ice catheter into the left atrium alongside the sheath. The catheter did not pass easily, leading to the sheath being pulled back to allow passage. The sheath's position could not be verified on ice, prompting it to be pulled back to the right atrial lead and then readvanced, after which the patient became hypotensive. This required medical intervention with boluses and a vasopressor drip. An atrial septal defect (asd) closure device was subsequently implanted to address the septal defect. The procedure was completed using cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: 12fcc20, product type: sheath; product ID:2ach20, product type: mapping catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.